Event description:
It was reported that the user experienced hyperglycemia with a reported high of 400 mg/dl while using the ilet system, with guidance provided to perform a full supply and site change and to continue insulin delivery; later, a sensor glucose of 297 mg/dl and a fingerstick of 225 mg/dl were reported, and the user calibrated their dexcom g7 sensor per guidance. Symptoms included elevated blood glucose. Outcomes included user education on troubleshooting and sensor calibration. Investigation included remote review of device-reported glucose trends and coaching on infusion site management and sensor calibration. Investigation of this case revealed no confirmed device malfunction, with findings consistent with hyperglycemia of unclear cause and potential contribution from infusion site or sensor calibration discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.